Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed and heavily calcified lesion in the proximal left anterior descending artery. Resistance advancing a 4.50x8mm nc trek balloon dilatation catheter (bdc) was felt with the anatomy and the proximal shaft separated. Resistance removing the device was felt; however, the separated portions and the guiding catheter were removed together. The procedure was successfully completed with a new nc trek bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional were performed on the returned device. The reported separation was confirmed; however, the reported failure to cross and difficulty removing the device could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.